Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 sodium and potassium results for one patient. The initial sodium result was 72 mmol/l and the initial potassium result was 3.6 mmol/l. These results were reported to the physician. Because of the very low sodium result, the physician complained and the sample was investigated in the laboratory. A clot was found in the sample and after removing the clot, the sample was repeated. The repeat sodium results were 54 mmol/l, 72 mmol/l, and 138 mmol/l. The repeat potassium result was 7.1 mmol/l. The patient was not adversely affected. The sodium electrode lot was 187403 with an expiration date of 08/28/2016. The potassium electrode lot was 212275 with an expiration date of 08/28/2016. The field service representative performed maintenance and replaced the ise hose set. Tests were performed to verify the proper function of the device

Manufacturer narrative:
Based on the data provided, a specific root cause could not be determined. As both sodium and potassium were affected, it was most likely a pre-analytical issue due to mis-sampling caused by poor sample quality.